Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad anomaly. The blood glucose level of the customer was 150 mg/dl. Customer states that there is no response from any button. The customer stated that insulin pump had frozen display and the screen was not completely blank. The product will be returned for analysis.